Event description:
This system was explanted and replaced. This rv lead was removed due to noise. The ra lead had noise, the lv lead was in a poor position for pacing and the ICD was at eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.